Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Communications/ interviews: the nurse said this situation occurred last night as well but they plugged it back in and everything was fine. She reports having this patient three days in a row and has walked him multiple times each day with no issue. There were no alarms (alarm history printout from today verified no battery or other important alarms), the batteries were seated appropriately, and the pump stayed plugged into ac power while the patient was stationary. I explained the need to fully charge the batteries prior to unplugging the console to ensure optimal time off of ac power. She was unable to verify if the console had been plugged in for any amount of time prior to placing the balloon on the 20th. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields - e1 (site country), h6(type of investigation, investigation findings, component code, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced battery and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.